Manufacturer narrative:
(B)(4).

Event description:
The complaint states that new sensor during session was reported. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. Early sensor expiration was observed in the data.